Manufacturer narrative:
A causal relationship between the reported event and the device has been established. Laboratory evaluation was conducted in accordance with internal procedures. Key findings include: -visual inspection: macroscopic examination of the returned device revealed clear evidence of shell rupture. -microscopic analysis: under magnification, the shell exhibited trace marks indicative of interaction with a sharp instrument. The morphology of these marks closely matched those reproduced under controlled laboratory conditions simulating instrument-related damage. These findings differ significantly from patterns associated with spontaneous rupture (e.g., fatigue or shell degradation). -shell compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards. Based on the testing results, the most probable root cause of the iatrogenic rupture is a damage from a sharp surgical instrument. Such damage may have compromised the shell¿s integrity, predisposing it to failure during clinical procedure. Additionally, upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported rotation was not confirmed. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: -no adverse or unexpected trends related to device rupture have been identified. -no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rotation: "anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Flipping can be treated with bimanual manipulation in the office and can be done repeatedly in recurrent cases. However, in some cases, revision surgery may be necessary to reduce pocket dimensions". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.

Event description:
Australia. It was reported that a patient who underwent augmentation mammoplasty in 2018 had a revision surgery in (B)(6) 2025 in which the left implant was found rotated. Efforts to gather additional information are ongoing and the investigation remains in progress.